Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented with electrical issues on the lead. The physician elected to reposition the lead, which resolved the issue. The following morning, numbers were off again. The lead was explanted and replaced. The numbers were good. Tissue was noted on the lead helix. The patient will be monitored.